Manufacturer narrative:
(B)(4). Based on additional information received, the file no longer meets the criteria of a reportable event. Additional information received: did the tissue pad melt? ((B)(4)) ---yes. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) ---no. If yes, did any piece fall into the patient? ---no. Was the piece retrieved? ---na. Did this cause a change in the plan of care for the patient? ---na. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? ---no information. Is the detached tissue pad being returned with the device? ---na. Or, was the detached tissue pad discarded? ---na. As a result of the distal end of the device being burned, was there a burn to the patient or user? ---no. If yes, how was this burn treated? ---na.

Manufacturer narrative:
(B)(4): information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did the tissue pad melt? ((B)(4)). Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? As a result of the ¿distal end of the device being burned¿, was there a burn to the patient or user? If yes, how was this burn treated?

Event description:
It was reported that during an unknown procedure, the tissue pad was detached off in about 90 minutes after several actuations. Also, the distal end of the device was burned and deformed. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.